Event description:
During a anterior resection procedure, the device seemed to close very easily and when fired, there was no crunch heard. It seemed that the anvil had become loose from the gun. The surgeon put together and fired again and this time it did crunch, however no staples were formed, nor seen at any time-they had to do a hand sewn anastomosis is how the case was completed. The patient was fine, they had to so a hand sew the anatomises which increased the procedure time. The surgeon has used the device for many years and admitted that she did not fire the device properly.